Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to stress urinary incontinence, menorrhagia and vulvar cyst and mesh was implanted with concurrent cystoscopy, d&c, hydrothermal ablation and excision of vulvar cyst. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, neuromuscular problems and vaginal scarring. It was further reported that patient underwent incision and drainage of vulvar abscess with irrigation and packing on (B)(6) 1995. It was reported that patient underwent diagnostic and operative laparoscopy with right ovarian cystotomy on (B)(6) 2001. It was reported that patient underwent excision of supperative hidradenitis of the right groin on (B)(6) 2003. It was reported that patient underwent an evacuation of right labia hematoma on (B)(6) 2008. It was reported that patient underwent excision and removal of right half of transvaginal tear tape and reclosure of vaginal epithelium on (B)(6) 2008 due to transvaginal tear, mesh erosion and pelvic pain. It was reported that patient underwent mesh revision on (B)(6) 2008 due to sui and failed prior mesh procedure. It was reported that patient underwent a colonoscopy with ti cannulation and biopsy on 05/06/2010. No additional information was provided. (B)(4).